Event description:
It was reported that there was noise observed in the implantable loop recorder (ilr) remote transmission. It was further reported by the clinician that the patient works in an "electrically noisy environment". The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.